Manufacturer narrative:
Evaluation: we could not confirm the report because, the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because, the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: we could not conduct a complete investigation because, the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to main gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The size of tissue sample or biopsy to be excised can be controlled by how the user advances and handles the forceps. Prior to distribution, all captura disposable biopsy forceps are subjected to a visual inspection to ensure proper workability. Corrective action: no corrective action warranted at this time because, this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic biopsy procedure, the physician used cook endoscopy captura biopsy forceps. The physician commented that the sample taken by the forceps was larger than expected. The procedure was finished with this device and the biopsy site did not require medical attention. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did no experience any adverse effects due to this observation.